Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) ubd: 15-oct-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing bupivacaine via an implantable pump. It was reported that he did not saw any therapeutic benefit from the pump despite increases in dose. The patient stated that the midlevel had tried other medication such as fentanyl and he had not noticed any relief. However, there was no volume discrepancies have occurred at refills, which was verified by the clinical chart notes from the last several refills. A side port was performed by physician today. The catheter access port (cap) was accessed, and the physician was unable to aspirate any fluid. The placement within the port and needle patency was checked. The patient stated that ¿medicines did not seem to effect him the way that they do other people.¿ the physician stated to the act of aspirating from the catheter could potentially suck the tube together, rending it was not patent during that action. He also stated that the issue could be a kink or tear somewhere in the catheter that we would not be able to see due to not being able to push contrast, ashe was unable to aspirate the line of medication beforehand. They discussed possible need for replacement of the catheter. The pump early replacement indicator (eri) was noted for september 2026. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the physician assistant (pa) weaned the patient's dose as the patient had reported no therapeutic benefit from increases. The planned catheter and pump replacement occurred on (B)(6) 2025. The physician opened the pump pocket and attempted an aspiration of the sideport, which was unsuccessful. He cut a portion of the catheter to remove the pump. No fluid leaked from the catheter. The physician accessed the spinal pocket and located the catheter connector, anchor, and catheter. He noted that he saw a big kink in the catheter in this pocket. He removed all of the catheter and placed a new 8780 catheter and a new pump without complication. A kinked catheter was found during the catheter replacement surgery on (B)(6) 2025. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved. The pump was used to deliver dilaudid (hydromorphone) at a concentration of "1" at 90mcg/day and bupivacaine 5mg/ml at an unknown dose.

Manufacturer narrative:
H6. Annex f code f0101 does not apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.